Event description:
The customer reported the live fluoro monitor went blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the generator lock voltage and replaced the clock battery. System operates as intended. (B) (4).